Event description:
Pt had external jugular placed for surgery. On (B)(6) 2016, pt was agitated pulling at IV site. External jugular was removed and it was noted that the white catheter had separated from the pink hub. The catheter tip had to be removed in the operating room through a cutdown.